Manufacturer narrative:
Patient demographics such as: date of birth and weight were not provided by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted microbubbles in the wash valve during a priming sequence. The fse replaced damaged tubing, but notes this did not resolve the bubbles issue. The fse then replaced the fluidics manifold and noted no further bubbles in the wash valve. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 result was a hardware malfunction of the fluidics manifold.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one (1) patient. The elevated access accutni+3 sample was repeated on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and a lower result, within the assay's normal reference range, was obtained. A second sample from the same patient was also tested for access accutni+3 on the alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a result within the assay's normal reference range was obtained. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc) was not performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a green top tube and was centrifuged for ten (10) minutes at an unknown speed. The customer noted the sample may have been a shorter draw. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.